Manufacturer narrative:
Duragen (id4501i) was not returned for evaluation as the product was used in the patient; thus the allegation in the complaint could not be verified and the complaint is considered unconfirmed. Additionally, lot number information has not been provided; therefore, manufacturing records could not be reviewed. However, the csf leak is a known complication of the procedure and a known complication of using duragen. The instructions for use (IFU) currently addresses possible complications such as csf leaks. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This is 1 of 3 reports linked to mfg report numbers 1121308-2021-00012 and 1121308-2021-00013. A physician reported that the cerebrospinal fluid (csf) leakage occurred on the side of the parietal lobe after two (2) weeks from the duragen (id4501i) placement. The patient's current condition is unknown, and no further information was provided by the facility.